Manufacturer narrative:
A voluntary MDR was submitted from palisades medical center on a single lumen embolectomy catheter. The device is currently in process of being sent from the hospital. A follow-up report will be sent with a summary on the evaluation of the device. After following-up with the hospital, they stated that at the completion of a left arm embolectomy, the single lumen catheter was removed and a portion of the balloon was noticed missing. The wound was irrigated and a x-ray was completed. The x-ray displayed no foreign objects within the arm. The pt has recovered. The device history records were examined and all manufacturing and quality control steps were completed in accordance to procedure. The follow-up will contain the results and conclusion of the evaluation of the device.

Event description:
This report is being submitted after notification letter from FDA on 05/08/2007. The hospital reported that during a left arm embolectomy, balloon catheter broke inside the pt's arm. Upon removal of catheter, a portion of the balloon was noted to be missing. The physician then irrigated the wound.